Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and found that the sensor cannula broke inside the body. The customer's blood glucose was 157 mg/dl and sensor glucose was 80 mg/dl at the time of incident. The sensor will not be returned for analysis.